Manufacturer narrative:
(B)(4). Report source ¿ foreign: germany. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during intraoperative use, the lid cracked, but the battery did not fall out of the case. Delay was less than 5 minutes, new battery housing had to be opened to complete the procedure. This event is related to a malfunction that could potentially lead to a sterility issue. No further information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. DHR review was performed. Device was 12 months old and is not out of box failure. Upon receipt, it was confirmed the lid was broken. Device is used for treatment. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.